Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Material # 328438. Material description - syringe 0.3ml 31g 8mm wholeunit 10bg 500. Material lot# - w602311. Complaint description: I'm writing to find out if there has been any recalls/concerns with your insulin syringe mfg 328438. We have a customer who states that there is a fluid in the syringe when they are priming them. They have had to discard at least 50 syringes. The customer did not save the items to return. Note - attached original request mail for further reference.